Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3010215456-2016-01992. During a follow-up, it was noted that the right atrial lead had low impedance and a high capture threshold. There was also noise present on the atrial channel and fluoroscopy showed a fracture on the outer insulation of the lead. The lead was explanted and replaced and the patient is stable.